Event description:
It was reported that during an acl surgery the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual evaluation of the ar-1588rt-2j showed that the suture was completely broken. Functional testing could not be performed due to damage to the device. Complaint allegation is confirmed. See reference photos attached. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.